Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva meter (B)(4). Reference medwatch with a1 patient identifier (B)(6) for the aviva meter (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 136 mg/dl, 134 mg/dl (aviva (B)(4)) and 72 mg/dl, 71 mg/dl (aviva (B)(4)) customer felt a little shakey but felt better after eating a bowl of oatmeal. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.